Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited an increased threshold measurement with loss of capture and a decrease in impedance measurement from 600 ohms to 300 ohms. A revision procedure was performed due to a micro-dislodgement where the rv lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.